Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's granddaughter that the patient had severe pain across their chest two days ago. The patient is now deceased.